Event description:
This report summarizes 15 malfunction events in which the device or cutting accessory fractured. 6 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 15 previously reported events are included in this follow-up record. 13 previously reported events are included in this follow-up record. 3 events were inadvertently excluded. 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-02892. 15 reported events are included in this follow-up record. Product return status: 10 devices were received. 3 devices were not available for evaluation. 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 14 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report #0001811755-2020-02140 . - 13 previously reported events are included in this follow-up record. Product return status 11 devices were received. 2 devices were not available for evaluation.

Event description:
This report summarizes 13 malfunction events in which the device or cutting accessory fractured. - 5 events had no patient involvement; no patient impact. - 8 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 15 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-02833. 14 previously reported events are included in this follow-up record. Product return status: 10 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 14 malfunction events in which the device or cutting accessory fractured. 5 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 8 devices were received. 5 device investigation types have not yet been determined. Event confirmation status: 6 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 6 devices were found to be affected by cleaning and sterilization practices. 2 devices had no problem found. Additional information: 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes 13 malfunction events in which the device or cutting accessory fractured. 4 events had no patient involvement; no patient impact. 9 events had patient involvement; no patient impact.